Event description:
Radial compression device (ph band) lost air upon inflation. A leak was detected at the junction of a weld portion of the balloon. The device was removed and a second ph band was applied with no further problems. There was no adverse event.